Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-02570. It was reported that both of the patient's leads had high impedances as a result the patient lost effective therapy. Surgical intervention is planned to address this issue.